Event description:
It was reported that the patient underwent a total hip arthroplasty on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2014 due to pain and a pseudotumor. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "material sensitivity reactions. " evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-08660).

Manufacturer narrative:
Evaluation of the returned device shows evidence of subluxation of the joint and scratching of the bearing surfaces. There is no indication, with the information available, that there is any non-conformance in the product as manufactured.